Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. No patient involvement was indicated for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comment that the unit did not power up, there was a subassembly failure with the power supply.